Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit display was inverted on the screen. In addition, the device would not switch modes. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.